Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 66 mg/dl. The customer stated their belt clip broke prior to the alarm occurring. Customer also stated they were experiencing low blood glucose from being active. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. No damage was noted to the keypad assembly. No button error alarm or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.